Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. H6: impact code added. H6: device code added.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On the routine 45 day follow up transesophageal echocardiography (tee) a closure device shift position was suspected. A follow-up visit was scheduled on (B)(6) 2025 to review the tee images and video with the physician. It was determined that the device had not shifted, although the anchor appeared to be engaged except at the proximal end at 0- and 135-degree anterior views. The closure device was protruding approximately halfway with about 2mm of blood flow observed under the fabric. Since there was no change compared to the previous tee, the decision was made to continue observation. One month after switching to dual antiplatelet therapy (dapt), d-dimer levels increased from 7 to 17, and no thrombosis was noted in the most recent tee. Another tee is scheduled for (B)(6) 2025, and if no changes are observed, the plan is to switch the patient to single antiplatelet therapy (sapt), and a follow up tee will be performed in (B)(6) 2025. Due to the deterioration of the patient kidney function, evaluation by contrast-enhanced computed tomography (CT) is difficult. Regarding post-operative medication, although a reduced dose of direct oral anticoagulants (doac) was considered, it was recommended to discontinuing it due to a history of bleeding, and it was decided the patient continue with dapt and follow-up. There was no patient injury. It was further reported that the aortic aneurysm at the thoracic endovascular aortic repair (tevar) site had enlarged. On (B)(6) 2025, an emergency thoracotomy was performed due to a ruptured aortic aneurysm. The watchman closure device interior was not thrombosed and no endothelialization was observed. Leakage beneath the closure device fabric was confirmed, with a high likelihood that it would not undergo reendothelialization. This would make discontinuation of the medication difficult, and repeated tee procedures were challenging due to the patient condition. The closure device was surgically removed during the aortic arch replacement procedure. At the time of thoracotomy, the device position showed no discrepancy compared with the initial findings on tee and CT.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On the routine 45 day follow up transesophageal echocardiography (tee) a closure device shift position was suspected. A follow-up visit was scheduled on (B)(6) 2025 to review the tee images and video with the physician. It was determined that the device had not shifted, although the anchor appeared to be engaged except at the proximal end at 0- and 135-degree anterior views. The closure device was protruding approximately halfway with about 2mm of blood flow observed under the fabric. Since there was no change compared to the previous tee, the decision was made to continue observation. One month after switching to dual antiplatelet therapy (dapt), d-dimer levels increased from 7 to 17, and no thrombosis was noted in the most recent tee. Another tee is scheduled for (B)(6) 2025, and if no changes are observed, the plan is to switch the patient to single antiplatelet therapy (sapt), and a follow up tee will be performed in (B)(6) 2025. Due to the deterioration of the patient kidney function, evaluation by contrast-enhanced computed tomography (CT) is difficult. Regarding post-operative medication, although a reduced dose of direct oral anticoagulants (doac) was considered, it was recommended to discontinuing it due to a history of bleeding, and it was decided the patient continue with dapt and follow-up. There was no patient injury.

Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On the routine 45 day follow up transesophageal echocardiography (tee) a closure device shift position was suspected. A follow-up visit was scheduled on (B)(6) 2025 to review the tee images and video with the physician. It was determined that the device had not shifted, although the anchor appeared to be engaged except at the proximal end at 0- and 135-degree anterior views. The closure device was protruding approximately halfway with about 2mm of blood flow observed under the fabric. Since there was no change compared to the previous tee, the decision was made to continue observation. One month after switching to dual antiplatelet therapy (dapt), d-dimer levels increased from 7 to 17, and no thrombosis was noted in the most recent tee. Another tee is scheduled for (B)(6) 2025, and if no changes are observed, the plan is to switch the patient to single antiplatelet therapy (sapt), and a follow up tee will be performed in (B)(6) 2025. Due to the deterioration of the patient kidney function, evaluation by contrast-enhanced computed tomography (CT) is difficult. Regarding post-operative medication, although a reduced dose of direct oral anticoagulants (doac) was considered, it was recommended to discontinuing it due to a history of bleeding, and it was decided the patient continue with dapt and follow-up. There was no patient injury. It was further reported that the aortic aneurysm at the thoracic endovascular aortic repair (tevar) site had enlarged. On (B)(6) 2025, an emergency thoracotomy was performed due to a ruptured aortic aneurysm. The watchman closure device interior was not thrombosed and no endothelialization was observed. Leakage beneath the closure device fabric was confirmed, with a high likelihood that it would not undergo reendothelialization. This would make discontinuation of the medication difficult, and repeated tee procedures were challenging due to the patient condition. The closure device was surgically removed during the aortic arch replacement procedure. At the time of thoracotomy, the device position showed no discrepancy compared with the initial findings on tee and CT.